Manufacturer narrative:
The lot number of the device is unknown. This particular device will not be returned for evaluation. The customer is returning another device that also broke during the procedure. There has been a total of (B)(4) sold of all lots with no additional complaints recorded as of january 2020. A follow up report will be completed once the additional device has been retrieved and evaluated.

Event description:
The customer alleged that during a posterior lumbar interbody fusion, the tip of the nerve broke off upon entering the body. The procedure was delayed to look for the missing piece along with a delay in cell saver and blood administration. The tip was no located during the procedure and was not located on the x-ray. No further harm to the patient.

Manufacturer narrative:
The device involved was returned for evalaution. It was confirmed that the lot number of the device was 924585 which was purchased in october 2022. Upon review of the returned device, it was confirmed that the shaft of the device showed signs of excessive stress as it was bent. The material of the device was reviewed and was found to be within conformance per the product specification and intended use. This is an isolated event with no further actions required. Based on the above information, no further actions are required and this can be seen as the final report. If additional information is obtained that alleges any additional patient involvement or additional informaiton pertinent to the investigation, a subsequent follow up report will be submitted.